Event description:
Patient obtained a high reading of a 300 mg/dl on the lfs meter. Patient did not experience any symptoms at the time of testing. Patient contacted md for medical advice and did not receive any treatment. Test strips are in good condition and are not expired, however control solution test was done twice and it failed. Customer service is sending patient replacement test strips and control solution.